Event description:
The injector flow rate was set for 1.7 ml/sec and the angiocath was flushed twice by the technician. The injection was set to inject 150 ml of contrast. At 123 ml injected, the patient complained of discomfort. The injection was manually stopped. Upon examination, a 3" x 5" area of swelling was noted. The facility estimated that 80 ml of contrast extravasated based on the size of the swelling and hardness of the tissue or arm, and the fact that there was some enhancement on the films. The patient was given a warm then cold compress on the extravasation site and a plastic surgery consult was done.